Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated glucose result for one patient on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 4.0-6.0 mmol/l): sample ID (B)(6) initial glucose result was 12.8, repeat was 4.7 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott technical service specialist (tss) was dispatched due to the customer reporting a falsely elevated glucose result on the architect c16000, serial number (B)(6). Through an extensive investigation, the tss found air in the r1 inner probe wash pump tubing and the bellows rod was not attached correctly to the bellows on pump #1 and pump #2. The tss resolved the issue by securing the rod to the bellows, bellows set, incl rod & fitting (rohs), part number 2-89055-02, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.